Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown cup (exact catalogue number is unknown) on (B)(6) 2004 on the right side. And the patient underwent revision surgery on (B)(6) 2009 due to unknown reasons. Cup and head were revised; stem was left in situ.

Event description:
It was reported that the patient was implanted an unknown cup (exact catalogue number is unknown) on the right side on (B)(6) 2004 and the patient underwent revision surgery on (B)(6) 2009 due to unknown reason. Cup and head were revised, stem was retained. It was also reported that the patient underwent a previous revision surgery in 2007 where the zimmer biomet head was replaced with a competitor's head (this revision is reported in (B)(4)). Later on, in 2017, the alloclassic stem was revised due to implant fracture (this revision is reported in (B)(4)). Since the zimmer biomet cup was implanted with a competitor's head, off-label use is considered in the case at hand.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on september 15, 2017: · the name of the device; · any device identification(s) and control number(s) used (ref; lot); · the availability of the affected product(s) (non-availability with a rationale) · more information about event: why was the revision performed? · surgical reports · other reports (stickers) · all available x-rays during time in- vivo with printed date · all available intraoperative pictures · were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy) · was the surgical technique for the product utilized? This case has been opened as a previous revision surgery for this patient was mentioned in the documents received for the case (B)(4) (stem breakage and revision in 2017). DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. Missing device data information has been requested and was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Review of event description: patient underwent initial surgery on (B)(6) 2004 with (B)(4) hip implants. During first surgery in 2007, only head was exchanged to merete head (off label use). During second surgery (treated in this complaint) on (B)(6) 2009, head and cup were revised; stem was retained. Later on (B)(6) 2017 alloclassic stem was revised due to implant fracture. Review of received data: - surgical report for the operation on (B)(6) 2017, is available for investigation. The information that may affect this investigation is described or summarized below. Diagnosis: fracture of the neck of a cementless titanium total hip arthroplasty on the right side, status after primary tha right hip joint from 2004, status after revision with implantation of a merete head in 2007, status after revision with merete head and cup revision in 2009. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: the compatibility check was performed and showed that the product combination was not approved by zimmer biomet. In general, the combination of a zimmer biomet product (centerpulse at the time of manufacturing) with a product from another manufacturer must be considered ¿off-label use¿. According to the package insert, hip stems for hip arthroplasty, general information, such a combination is not permitted: ¿hip stems and ball heads from centerpulse must never be combined with parts from other manufacturers or implanted with instruments from other manufacturers.¿ (package insert, hip stems for hip arthroplasty, article no. D011 400211-d/e/f/I/sp/sw-ed. 07/03) root cause analysis: neither relevant x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary : it is known that the patient had a merete head implanted together with legacy zimmer biomet implants. The combination of a zimmer biomet product with a product from another manufacturer must be considered ¿off-label use¿. However, based on the limited information, there is no evidence that the inappropriate combination of the products caused the reported revision surgery. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This case has been re-opened. Additional information was received and has been included in this report: reason of the revision surgery updated sections of the investigation: review of event description: patient underwent initial surgery on (B)(6) 2004 with winterthur hip implants. During first surgery in 2007, only head was exchanged to merete head (off label use). During second surgery (treated in this complaint) on (B)(6) 2009, head and cup were revised due to patient experiencing recurrent dislocations; stem was retained. Later on (B)(6) 2017 alloclassic stem was revised due to implant fracture. The additional information did not change the previous assessment of the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the reason for revision was recurrent dislocations.